Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the atrial lead exhibited low impedance, high threshold and noise leading to oversensing and triggering auto mode switch episodes. Programming changes were performed. The patient was in stable condition.